Manufacturer narrative:
Please retract this report 2017865-2013-04838. The same issue was reported as 2017865-2013-04689.

Event description:
It was reported that the right atrial lead exhibited oversensing. The lead was capped and replaced.